Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the integrated electrosurgical unit (iesu) error m 12 occurred mid-procedure. Technical support reviewed logs and determined the error suggested a potentially stuck finger switch or foot switch. The caller first confirmed the foot switches in the tower drawer were not being inadvertently depressed, then technical support guided disconnecting the foot switches from the back of the generator and power cycling the generator, which resolved the issue and allowed the procedure to continue.the procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and could confirm the errors were being caused from the single bipolar footpedal. The fse then replaced the single bipolar footpedal. The system was verified and ready for use.